Event description:
It was reported that the insulin pump screen was cracked and damaged. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked case on display window corner, a missing display window, and a cracked reservoir tube lip.